Manufacturer narrative:
The insulin pump was received with missing segments/partial display due to cracked glass. The insulin pump was received with unresponsive screen due to cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to excessive lcd damage. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was no longer working. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump was dropped. The insulin pump was returned for analysis.